Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported a discrepancy was noticed on the patient¿s refill yesterday. There was more drug in the pump than stated on the programmer. The expected volume was 3.7ml and the actual was 8.5ml. The patient was to return if symptomatic with withdrawal symptoms to perform a dye study. The patient has not been experiencing any withdrawal symptoms. They will recheck if there are any further discrepancies at next refill if the patient didn¿t return sooner with issues. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver baclofen and prialt. No outcome reported. Further follow-up was being conducted to obtain information. It was further reported that a volume discrepancy problem occurred at a refill on (b)(60 2015 were the actual residual volume was greater than the expected residual volume. The expected reservoir volume (erv) was 3.7 cc and the actual reservoir volume (arv) was 6.5 cc. The refill amounts were within the normal parameters. The healthcare provider (hcp) ordered a CT scan for the patient to rule out any possible granuloma. The patient was asymptomatic, with no other issues. Additional information has been requested regarding the patient¿s symptoms, interventions, and outcome, but was not available at of the time of this report. Additional information has been requested regarding the patient¿s symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, the event will be updated.